Event description:
It was reported that 10 bd micro-fine¿+ insulin syringes experienced foreign matter in the fluid path. The following information was provided by the initial reporter: by pressing the plunger a small drop of transparent liquid comes out.

Manufacturer narrative:
The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0211317; medical device expiration date: 31-july-2025; device manufacture date: 29-july-2020. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 bd micro-fine¿+ insulin syringes experienced foreign matter in the fluid path. The following information was provided by the initial reporter: by pressing the plunger a small drop of transparent liquid comes out.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 0211317 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.